Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, three in.pact 014 paclitaxel eluting balloon catheters were used to treat the anterior tibial artery (ata). During procedure dissection occurred and was treated with the implantation of three integrity bare metal stents. A revascularization was carried using a pacific xtreme pta balloon. Approximately 7 months post index procedure and 4 months post revascularization, patient suffered critical limb ischemia to the right limb. Revascularization was carried out using a non-medtronic pta balloon in the right anterior tibial artery (target vessel). Patient recovered. Investigator and sponsor assessed event is not related to the device, procedure or paclitaxel.

Manufacturer narrative:
Sponsor assessed event as causally related to the index device and procedure, but not related to paclitaxel. Cec assessed event as causally related to the index device and procedure but not related to paclitaxel. If information is provided in the future, a supplemental report will be issued.